Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of an emerge push balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 20cm from the strain relief. There were numerous kinks to the hypotube. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and the tip of the device was damaged. Product analysis confirmed the reported break as there was separation to the device. B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. An unknown boston scientific (bsc) balloon catheter was used; however, the shaft was broke. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported. It was further reported that the device was a 1.50mm x 12mm emerge push balloon catheter.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. D4 lot number: updated to 0030792385.

Event description:
It was reported that shaft break occurred. An unknown boston scientific (bsc) balloon catheter was used; however, the shaft was broke. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported. It was further reported that the device was a 1.50mm x 12mm emerge push balloon catheter.

Event description:
It was reported that shaft break occurred. An unknown boston scientific (bsc) balloon catheter was used; however, the shaft was broke. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.